Event description:
A hospital in (B)(4) reported that there was water leakage from the water trap of an rt105 adult inspiratory-heated breathing circuit after 1 week of use. No patient injury was reported.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint breathing circuit was pressure tested and submerged in a waterbath to test for leaks. Results: the pressure test identified a leak and the waterbath test identified the leak to be at the connection between the lid and bowl of the water trap, confirming the reported fault. A lot check could not be performed as no lot number was provided. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt105 adult breathing circuit state the following: - check all connections are tight before use - set appropriate ventilator alarms (B)(4).